Event description:
In this event it is reported that a nontemplate aligner arch that a patient was wearing experienced the aligner cutting their lip.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the serial number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. The customer's evidence (photos) shows an upper aligner with a crack in the central incisor tray. No defect proven, no evidence of possible injury to the patient caused by the aligners is shown. The traceability information (serial number, patient ID) is not visible for device identification. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.